Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, an e 200 generator displaying an e 200 error. Technical support had the customer perform a hard power cycle on the generator and the associated controller, but the error returned. Technical support then had the customer connect a backup generator to continue operations. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.